Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a non-original equipment manufacturer (OEM) top case that was cracked. The reported complaint could not be duplicated during functional testing; however, battery communication timeout was verified several times in the event history logs. The root cause of the issue was determined to be the main battery pack. The pump was quarantined due to the non-OEM battery quality hold. The products history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device would not communication with battery. It is unknown if there was patient involvement, no adverse patient effects were reported.